Event description:
It was reported that the pt never had therapeutic effect from her device, that if "failed to function" for her despite several reprogramming sessions over several months. The pt also had a urinary tract infection which was treated with cipro. Per the hcp, the leads may have been only partially functional. If the patient developed significant discomfort from the device, the physician planned to remove it.